Event description:
It was reported that the vascu-sheath would not split. It required manual cutting to remove it from the pt. No injury to the pt was reported. The device will be sent for evaluation.